Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed.

Event description:
Healthcare professional reported left side rupture diagnosed via MRI. Device was explanted.

Manufacturer narrative:
Continued e.1. Phone number:(B)(6) continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed via MRI. Device has been explanted.